Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is use error- poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as the "patient made a mistake." On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The patient began remedial therapy with ciprofloxacin (100 mg, route and frequency were not reported) and heparin (1000 units, in each dialysate bag, ip). It was unknown if the dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. No statement of causality was reported for the peritonitis or the break in aseptic technique. The patient was discharged from the hospital in (B)(6) 2011. On an unknown date, the patient's peritonitis resolved and the remedial medications of ciprofloxin and heparin were discontinued.